Manufacturer narrative:
(B)(6) 2026 asa: supplemental correction report needed to retract the report of 2017865-2026-07931. Review of additional information indicates that the lead should not have been reported due to upgrade to high voltage system.

Event description:
It was reported that the patient presented for an explant procedure. The right ventricular (rv) lead was capped and replaced due to unknown reasons on (B)(6) 2026. In addition, implantation of the left ventricular (lv) lead was unsuccessful due to an unknown cause. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.